Manufacturer narrative:
Lead: model 377875, lot #v001117, implanted: (B)(6) 2006, lead: model 377875, lot #v001117, implanted: (B)(6) 2006, programmer: model 37742, serial: (B)(4).

Event description:
It was reported the patient was charging more than expected. The patient was recharging the device approximately every 2 days for 1.5 to 3 hours with each session, and the patient was initiating recharging when the battery still had 25-50% of its power remaining. The recharge interval was calculated and the results indicated the patient's recharge frequency and battery depletion were appropriate based on the patient's settings and age of the battery (6 years old out of a possible 9 years). The patient's recharge statistics also indicated the patient was consistently getting all 8 coupling bars while recharging. Impedances were measured and the results indicated there was an open circuit on electrode 7 and there were some elevated impedances on electrode 12. The high impedances would not negatively affect the battery drain though. There was no evidence of any short circuits, and the rest of the impedances were "good." No further details were reported.